Event description:
The customer reported problems with the camera. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended. (B) (4).